Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered an air detected in cassette warning during drain 0 but continued on with treatment. The next day when the patient removed the cassette after treatment, there was fluid discovered inside the cycler. In a follow up, the patient¿s pdrn verified there was no harm, intervention or adverse event due to the fluid leak. The patient was issued a new cycler. The cycler is available to return.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered an air detected in cassette warning during drain 0 but continued on with treatment. The next day when the patient removed the cassette after treatment, there was fluid discovered inside the cycler. In a follow up, the patient¿s pdrn verified there was no harm, intervention or adverse event due to the fluid leak. The patient was issued a new cycler. The cycler is available to return.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak passed. Patient sensors passed. Accelerated stress test was performed found pump motor b grinding. Vacuum test failed. Vacuum display value reads 366mbar indicating fluid is present in hp filters. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. Fluid found in hp2 and hp3 filters. The cause of the observed dried fluid could not be determined.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered an air detected in cassette warning during drain 0 but continued on with treatment. The next day when the patient removed the cassette after treatment, there was fluid discovered inside the cycler. In a follow up, the patient¿s pdrn verified there was no harm, intervention or adverse event due to the fluid leak. The patient was issued a new cycler. The cycler is available to return.